Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4). Note: this complaint issue occurred on another separate case. A separate 3500a form has been completed for the other case.

Event description:
It was reported by the end user reports that she was having a reaction under the entire skin barrier for 2 months that consisted of red and itchy skin when using a different wafer. She was provided samples of the natura moldable durahesive skin barrier to see if it would be less irritating, however her skin remained red, inflamed and itchy. She saw a wound specialist who thought it may be a yeast infection, so matronidazole 500mg was prescribed for twice a day for 1 week with no difference.